Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: subject: (B)(6) perform fracture study. Post-operative complication: malunion/nonunion. At 6m imaging appointment the images show no bone consolidation.

Manufacturer narrative:
The reported event could be confirmed based on the hcp evaluation on provided x-ray image. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a patient related issue. As the patient had a displaced proximal humeral fracture where at six months the major tuberosity healed but not completely. Hence the surgeon opted to treat the patient with the implantation of the perform fracture stem in a reverse configuration. This aligns with the character of these displaced fractures where blood supply to bone fragments is easily disrupted during the trauma. If the device is returned or any further information is provided the investigation report will be reassessed.

Event description:
As reported: "subject: (B)(6) perform fracture study. Post-operative complication: malunion/nonunion. At 6m imaging appointment the images show no bone consolidation."